Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the descending aorta and the aortic arch were severely tortuous, which most likely caused or contributed to the difficulty advancing the dcs. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The tortuous anatomy in this case may have contributed to the positioning difficulty. Difficulties advancing and positioning the system do not indicate a device malfunction or a failure to meet specifications. Photographs of dcs with the capsule break were submitted for review. The images confirm the separation at the proximal end of the capsule. Capsule separation occurs due to excessive compressive forces applied to the capsule. This excessive compressive force is experienced when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was returned with the end cap/screw gear snap fit connected and with the capsule closed. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. Voids were observed along the distal and proximal ends of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s) via a right transfemoral approach, the descending aorta, the aortic arch and the access site were noted to be severely tortuous. A guidewire and no external sheath were used on the first attempted implant. Difficulties were encountered when attempting to cross the native aortic valve with the dcs. A 20 fr introducer and another guidewire were used successfully to advance the dcs through the native aortic valve. The valve was deployed and resulted in too high of a placement and resulted in incomplete expansion of the valve. The valve was recaptured and deployed a second time. During the second deployment of the valve, a fracture in the proximal portion of the capsule was observed. The valve was recaptured, and the system was removed from the patient. Valve was removed from the dcs and loaded onto a new dcs. The valve was implanted without any permanent impairment or permanent injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.